Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer also reported that insulin pump had scratches, diminished battery life and insulin pump frequently rejects new batteries. The customer also stated that insulin pump had no delivery alarms without explanation and buttons of insulin pump are hard to press, sticky and unresponsive when pressed. The insulin pump will not be returned for analysis.